Event description:
It was reported that the patient experienced inadequate stimulation due to a change of the impedance level that was caused by pressing on the extensions. The patient underwent a revision procedure wherein the lead extensions were replaced and was buried deeper in the pocket. The patient was doing well postoperatively and the explanted devices were discarded per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension; upn: m365sc3138250; model: sc-3138-25; serial: (B)(4); batch: (B)(4).